Event description:
This is a case report received by baxter (B)(4). It was reported that on an unspecified date the mini cap fell off the end of the patient's catheter. Sample is available for evaluation and will be collected from the patient's home. The patient confirmed she suffered no harm or infection at the time of incident and her condition now is fine. She noticed the minicap had fallen off when she lifted her t shirt to inject.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The complaint was not confirmed. No root cause relating to the manufacturing process was identified and no corrective actions were identified. The minicap sample was visually and dimensionally inspected and functionally tested. The minicap showed evidence of damage on the positive stops on the threads on the inside of the minicap. All critical dimensions were within the required tolerances per the relevant drawing. The minicap passes functional testing which was performed. Manufacturing records for batch (B)(4) were reviewed and there were no issues detected during the production of this batch relating to the nature of this complaint. Trend is stable.